Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
Corrected explant date based on additional information. An event regarding corrosion of the taper junction between an accolade tmzf stem and a metal femoral head was reported. The event was confirmed. The returned device was in used condition with no major discrepancies noted on the bearing surface. Material analysis confirmed the presence of corrosion byproducts on the female taper of the head. The material analysis report concluded no material or manufacturing defects were observed on the surfaces examined. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Inspection of the received device confirmed the presence of corrosion byproducts. Insufficient clinical information was provided to determine if the corrosion was related to the "metal debris reaction" found during the revision surgery. The etiology of the reported "metal debris reaction" found during the revision cannot be determined due to the minimal clinical information provided.

Event description:
The customer reported that this patient had undergone right hip replacement in 2010. Implant used was uncemented accolade stem and trident cup (stryker) with 36 mm cobalt chrome head and crosslinked polyethylene liner. During the postoperative period the prosthesis subsided and as a result his leg was shorter by approximately 20 mm. The offset appeared not reconstructed at the initial surgery. The patient was seen in (B)(6) 2012. He had significant difficulties walking due to his leg length difference. After obtaining medical records from the original hospital, we opted to revise the hip replacement to restore leg length and offset. As a routine preoperative investigation, a hip joint needle aspirate was obtained which returned white milky fluid typical of metal debris reaction. An MRI ruled out severe alval. Intraoperatively during the revision surgery a relatively large amount of white milky fluid was drained. The prosthesis was well fixed. On removal of the modular 36 mm head, corrosion at the trunnion/head taper junction was evident. The prosthesis was removed as planned, and a new one inserted which reconstructed leg length and offset fully.

Event description:
The customer reported that this patient had undergone right hip replacement in 2010. Implant used was uncemented accolade stem and trident cup (stryker) with 36 mm cobalt chrome head and crosslinked polyethylene liner. During the postoperative period the prosthesis subsided and as a result his leg was shorter by approximately 20 mm. The offset appeared not reconstructed at the initial surgery. The patient was seen in (B)(6) 2012. He had significant difficulties walking due to his leg length difference. After obtaining medical records from the original hospital, we opted to revise the hip replacement to restore leg length and offset. As a routine preoperative investigation, a hip joint needle aspirate was obtained which returned white milky fluid typical of metal debris reaction. An MRI ruled out severe alval. Intraoperatively during the revision surgery a relatively large amount of white milky fluid was drained. The prosthesis was well fixed. On removal of the modular 36 mm head, corrosion at the trunion/head taper junction was evident. The prosthesis was removed as planned, and a new one inserted which reconstructed leg length and offset fully.